Event description:
It was reported that an ilet user experienced hyperglycemia with a recorded blood glucose of 395 mg/dl after running out of insulin overnight and then eating breakfast, and the user required assistance completing an infusion set and cartridge change for a cd steel 23 inch 6 mm set. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and no device alerts or alarms. Investigation included customer service¿guided troubleshooting and education, including removal of the old infusion set and cartridge, device rewind, cartridge replacement, connector and tubing setup, fill tubing, new infusion set application, and cannula fill. Investigation of this case revealed user error related to insulin supply depletion and the need for proper infusion set and cartridge replacement, with device function restored following the guided procedure. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with insulin unavailability and infusion set management.